Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the tray was delivered with both remnant extraction plugs broken. The threaded tips were bust off and noticed when checking in tray. Set was not able to be used in surgery. Kit number: (B)(4), lot number 10.